Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 400 mg/dl and then ate breakfast and blood glucose dropped to 47 mg/dl. Customer treated low blood glucose with orange juice. Customer's symptom of high and low blood glucose was feeling tired. During troubleshooting, customer reported that insulin pump was exposed to MRI. Insulin pump passed displacement test. Customer reported that infusion set and reservoir had small air bubbles. Customer also reported that cannula was bent. Customer was not sure if settings were correct and states that carb ratio was changed at last medical visit. Customer was advised to change infusion set, reservoir and insulin and to call back should issue persist.